Event description:
It was reported that the insulin pump alarmed battery out limit causing a blank display. Customer's blood glucose reading was 90 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was powered up properly and no blank display noted. The device and received with normal operating currents. No damage found on the lcd isolation tape noted. The device was monitored for several days and no failed battery test or battery out limit alarms occurred during testing. The device had cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.